Event description:
It was reported that stent moved on balloon and stent damage occurred. A 4.00 x 48 synergy ii des drug-eluting stent was selected for use. However, during preparation, it was noted that the stent moved on balloon and stent strut was damaged. A new drug-eluting stent was used to complete the procedure. No patient complications were reported.